Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 500 mg/dl at the time of the incident. The caller reported that they noticed the cosmetic damage on (B)(6) 2017. Caller stated that a piece has chipped off the battery compartment of the insulin pump. Caller reported that the customer had a high blood glucose of 235 mg/dl and treated using the pump. Customer also had a high blood glucose of 500 mg/dl on (B)(6) 2017 due to a bent cannula. Caller stated that she had to change his infusion set 3 times. Customer's bent cannula issues began 4 years ago. Caller declined troubleshooting for bent cannula because she has to go back to work. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.

Manufacturer narrative:
The insulin pump received with all operating currents within spec and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.